Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers began to scroll without input during a bolus. The blood glucose reading was 160 mg/dl. She stated that she was unable to program a bolus. She stated that the insulin pump may have been exposed to sweat. Nothing further was reported.